Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to provide allergy test results. Patient is allergic to the following chemicals: acrylate, propylene glycol, methylchloroisothiazoline, and lanolin.

Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016, to report that the patient experienced a skin reaction on (B)(6) 2015. Sensor was inserted at the arm on (B)(6) 2015. Patient's mother described the skin reaction as a red and itchy bump on the patient's arm. Patient's mother took the patient to the doctor on (B)(6) 2015, for the reported skin reaction. Physician prescribed mupirocin and triamcinolone antibiotic ointments to treat the skin reaction. It was further reported that the patient had pus at the affected area. Additionally, patient's mother reported that have not yet been seen by an allergist for skin testing. At the time of contact, patient's mother stated that the rash has not completely cleared up. No additional event or patient information is available. It should be noted that the dexcom g5 mobile continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration). Additionally, it was reported that the sensor was inserted at the arm. It should be noted that the dexcom g5 mobile continuous glucose monitoring system users guide states: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites. If placed in other areas, the dexcom g5 mobile system may not function properly. Photographs were provided confirming the customer complaint. The reported event was confirmed. The root cause cannot be determined.